Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the broken tool was lost by the facility and was not returned. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ the manual also states ¿the legend system is designed for use by medical professionals familiar with powered surgical instrumentation. The surgeon is responsible for learning the proper techniques in the use of this system, as inappropriate use may potentially be harmful.¿ we will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diamond ball tool broke during an l4-5 lumbar fusion surgery. It was indicated by the facility that the tool may have fractured due to pressing strongly against hard bone. The procedure was extended 60 minutes as a result of the broken tool and replacement products were used to complete the procedure. Initially, it was indicated broken fragments remained in the patient's body and the patient status was unknown. On follow up it was reported there was no known patient injury related to the event. It was reported an x-ray was taken as a result of the tool fracture. The surgeon opted not to retrieve the fragments due to the risk of retrieval because they had moved in the direction of fascia of the abdominal muscles. Requests for patient information and patient status were unsuccessful. The facility also indicated there were no portions of the tool available for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.